Event description:
The manufacturer representative reported that the patient was having some problems with vomiting and their health care provider (hcp) had left the area. This began in (B)(6) 2016 and the manufacturer representative thought it began on (B)(6) 2016. The patient wanted to know if there were any hcps in the area they could contact and wanted to get in contact with the manufacturer representative in the area. The manufacturer representative was going to call the patient. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.